Manufacturer narrative:
(B)(4). Correction: lot number and expiration date. The device was returned, and the evaluation is complete. Visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient found a minicap with the sponge completely separated. There was no patient injury or medical intervention associated with this event. No additional information is available.